Manufacturer narrative:
Additional information received clarification on the aware date. Clarification made to the aware date. (B)(6)- event date 17 nov, aware date is 18 nov 2023 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received on 01 dec 2023, it was learnt that the reported issue was found before intraocular lens contacted the patient¿s eyes(found this in cartridge). No patient involvement. New lens was used for the patient. Section b3: date of event: 17 nov 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation in eye, there was no trailing haptic found. It is unknown if intraocular lens remains implanted or removed and replaced. Date of implant is unconfirmed. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: initial reporter first & last name: information unknown/not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 16 jan 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the lens was received with a detached haptic. The lens was cleaned, and no additional defects were observed. The haptic width and thickness were measured and passed within specifications. No defects were observed on the handpiece before and after disassembly for evaluation. Viscoelastic residue was observed in the lens staging area of the handpiece suggesting that excess viscoelastic residue was used during loading and insertion. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.